Manufacturer narrative:
The event of electronics performance indicator (epi) was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis performed did not show any anomalies. Session record was reviewed, no sudden drop in voltage or high current was noted. Longevity assessment was performed, and device has exceeded the total projected longevity and is considered normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable throughout the procedure.